Event description:
A malfunction with code malf 16 was reported by the customer, and they were informed that the pump needed replacement. There was no reported impact on the customer's blood glucose level, as they declined to provide information. Tandem technical support agreed to provide a replacement pump, confirmed the customer's shipping address, and instructed the customer to deplete the battery before returning the problematic pump using the pre-paid label and return box within 10 days.